Event description:
I am a type ii diabetic relying on the dexcom g7 for real-time glucose alerts. This morning, I woke up experiencing symptoms of dangerously low blood sugar. When I checked my iphone, the dexcom app confirmed my glucose level had dropped to 66 mg/dl--well below my configured low alert threshold of 80 mg/dl. Critically, I received no alerts during the overnight period. Based on my glucose levels, the system should have issued multiple urgent notifications between 4:00 am and 7:00 am. My phone was not on silent, and all dexcom alert settings were fully enabled--no quiet modes or overrides were active. I contacted support, and after a thorough review of both my phone and app configurations, the agent confirmed that alerts should have been triggered. Despite this, none were delivered. At the end of the call, I was advised to restart the app and my phone, with the hope that the issue would not happen again. That response is deeply concerning. This is not a minor inconvenience--it is a critical safety failure. I depend on this system to alert me to potentially life-threatening conditions while I am asleep. This issue must be treated with the highest level of urgency. I am requesting immediate escalation to dexcom's engineering and product teams for investigation and resolution. Patients like me rely on this technology for our safety, and failures like this cannot be left to chance. Further confirmation of thousands of other users reporting the exact same issue can be found on sites such as: https://www.reddit.com/r/dexcom/. Potential life-threatening complications are likely to occur.